Event description:
It was reported that the patient experienced an infusion set adhesive failure where the tape lost adhesion and detached after two days of use on (B)(6) 2026. Another similar event was reported on (B)(6) 2026. As per the troubleshooting questions, it was confirmed that the patient followed the instruction for use correctly.

Manufacturer narrative:
Initial 2 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.